Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple alarms. The customer's blood glucose level was 800 mg/dl at the time of the incident. It was unknown how the customer treated for the high reading. The customer woke up that morning and noticed the insulin pump was displaying as if it does not have insulin. The device was in spanish language. Customer was assisted with troubleshooting. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.